Event description:
It was reported that intermittent occlusion alarms occurred. Customer gave a manual insulin injection, changed the pump supplies, and successfully resumed insulin therapy on the pump. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.